Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 261-300 mg/dl range. The customer's endocrinologist recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus and adjusted the pump basal rate to address elevated bg levels.